Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to her blood glucose level. To address the problem, she sometimes changed both the cartridge and infusion set, and at other times just the infusion set. No further action was requested from technical support, and the customer declined follow-up from cts.